Manufacturer narrative:
(B)(4): the lot number was not provided and the complaint sample was not made available for eval. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. Internal control number: (B)(4).

Event description:
A report was received from an optician that a consumer experienced bilateral corneal ulcers while wearing trial lenses. The optician stated that he did not feel that the consumer slept in the lenses. Upon examination, the pt was found to have an epithelial ulcer and diffuse corneal infiltrates on both eyes. The pt experienced intense pain. She was hospitalized for three days, from (B)(6) 2013 through (B)(6) 2013. She was treated in the hospital with ticarcillin, gentamycin, vancomycin, and lubricant collyriums. Upon discharge from the hospital, both corneas were clear. She was prescribed an unspecified medication at discharge. The consumer no longer wears contact lenses, and is wearing glasses. The event has resolved.